Manufacturer narrative:
(B)(6). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The ventilator interface board and bag/vent switch were replaced.

Event description:
The hospital reported that during a case, the ventilator would not turn on. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.